Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A (B)(6) peritoneal dialysis (pd) patient reported she underwent hernia surgery. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient had surgery on (B)(6) 2016. The nurse indicated the patient has no last fill and did not think pd had anything to do with the hernia but probably exercise/over-exercise caused/contributed to the hernia. The surgery was successful and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.